Manufacturer narrative:
Device avail for evaluation returned to manufacturer date device not eval by MFR code device eval by manufacturer suspect medical device, device manufacture date: reservoir gtin # (B)(4) upn# 72404155 batch/lot # 157578020 mfg date 12/20/2016 exp date 12/01/2018. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 04:14 pm CT. The report number is being corrected from: 2183959-2018-61623 to: 2183959-2018-61320.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the device was not working due to a fluid leak. A new ams700 18cm lgx device and 100ml reservoir were implanted.

Event description:
It was reported that the patient ams 700 cx inflatable penile prosthesis (ipp) stopped working due to fluid leak. The entire ipp system was removed and replaced with a new ams700 lgx . No further issues were reported in relation to this event.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue of the inner tube and wear at a fold in the outer tube. The other cylinder had a leak due to sharp instrument damage consistent with explant damage. The pump was not functionally tested due to the cylinder leak. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for batch 947136 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Label review, risk review, and ship history not required per cis product investigation wi, 92186855. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # 92186855). If further information is received at a later date, the product investigation will be reopened to address the additional information.

Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir, gtin # (B)(4), upn# (B)(4), batch/lot # 157578020, mfg date 12/20/2016, exp date 12/01/2018.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the device was not working due to a fluid leak. A new ams700 18cm lgx device and 100ml reservoir were implanted.